Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer was offered to troubleshoot for high and low blood glucose sugar but she declined. The customer was advised to change infusion set and reservoir when she is having a high blood glucose. The customer was advised of the 2 high blood glucose rule and customer doesn't have a backup plan. The customer was advised that it was very important for her to have a backup plan and suggested that she contact her health care provider.